Manufacturer narrative:
H3: analysis of pli# 10 product ID#: 97715 found no significant anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. Conclusion code 67, method code 4114, and result code 3221 no longer apply. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was not getting good pain relief since implant and that its a cycle of reprogramming and getting coverage and the it fades. This has been intermittent since implant. The rep was going to continue to reprogram. Later the rep called back to report an issue with adaptive stimulation programming, but it was determined that the ins/programming were functioning normally. The rep stated that they were confused by how the programs were displayed on the controller and that this should be changed. Additional information was received from a consumer via a manufacturer representative (rep). It was reported that pain relief has dissipated over time. The exact date the device stopped giving pain relief was unknown. All impedances were within normal limits. Hd and ld settings were utilized. The current period of use was 53%. Coverage of chronic pain was attained. The device was reprogrammed. Surgical intervention was planned, but not yet scheduled. The issue was not yet resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient is scheduled for device explant on (B)(6) 2019. It was reported that the patient fell over the weekend and needs an MRI. The patient was unable to put the ins into MRI mode because they had met with a manufacturer representative on (B)(6) 2018 to discuss the explant and they took the patient's external equipment. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the surgical intervention that is planned is that the device will be explanted. The implantable neurostimulator¿s current status is that it remains implanted but is turned off. The cause of the pain relief dissipating over time was not determined. There were no further complications reported or anticipated.